Event description:
It was reported the patient had pain on the left side of his body near his armpit. The stimulator is implanted on the left side. The patient turned the stimulation down but it did not help with the pain. The pain "felt like a heart attack". This type of pain has occurred in the past on the right side . The pain on the right side was controlled when the physician lowered the settings. The patient needs the stimulation higher to control his symptoms. The patient falls about every week. The patient was seen by a physician but not the physician who monitors his device, the physician ran a few tests. The test results were not provided. The patient was at home at the time of the report. The patient was directed to contact his physician to check the device system. Additional information has been requested from the hcp, but was not available as of the date of this report.